Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) device required maintenance. The field service engineer (fse) logged into the machine and found that the bioid device was not being detected properly in device manager. Fse pushed the latest update, and the station was rebooted. After the user performed a hard reset, the bioid function was restored and working normally. The system functioned as intended after the field service engineer (fse) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier required maintenance, and the issue affected all users, causing delays during use. However, there were no delays or adverse events or injuries reported based on this event.